Manufacturer narrative:
(B)(4).

Manufacturer narrative:
On december 17, 2014 the catheter was received, on january 18, 2015 the product analysis was completed. (B)(4) it was reported that a patient underwent an atrial fibrillation (afib) procedure with a smart touch bidirectional catheter and a clot occurred. It was noticed that the tip was clotted when the smart touch bidirectional catheter was removed. The system did not present any errors and the physician/user did not see any product problem. The returned device was visually inspected upon receipt and it was found in normal conditions. No clots were observed. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. In addition, an irrigation test was performed and catheter passed, no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a smart touch bidirectional catheter and a clot occurred. It was noticed that the tip was clotted when the smart touch bidirectional catheter was removed. The procedure was completed and there was no patient consequence. Upon request, additional information was provided on the event. The system did not present any errors and the physician/user did not see any product problem. The temperature and flow were normal for smart touch catheter usage. Heparin and saline were used during the procedure as anticoagulants. There was no irrigation issues noted. The finding on the tip of the catheter was described as a blood clot. Therefore, the blood clot is indicative of a reportable event.